Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center displayed error code e315. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. The customer's allegation of incompatible scope error e315 was not confirmed. Based on the results of the investigation, the root cause of the reported malfunction could not be identified. Olympus will continue to monitor field performance for this device.